Manufacturer narrative:
(B)(4). Date sent: 11/10/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event information you provided. When "the reload does not close" was their difficulty loading the reload on to the device? Was the device not able to be closed? When the device "disassembles, for this reason it does not seal the intestinal loop adequately" did the firing knob break off of the device? If yes, did it fall into the patient? If yes, was it retrieved? If yes, is it returning with the device for analysis? If not, was it disposed of? If the firing knob did not break off, please provide further detail of how the device disassembled. When the device did not "seal the intestinal loop adequately" did the device partially fire? If yes, were the staple line and cut line equal in length? If yes, what was the staple formation (b-form shape, irregular, etc.)? Or had the device locked-out (jammed) and did not fire at all? Please provide further detail of the event.

Event description:
It was reported that during an intestinal resection, the stapler disassembles. For this reason, it does not seal and cut the intestinal loop adequately. During the surgery the stapler is locked and the reload does not close. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information obtained: the device was discarded.